Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a subarachnoid hemorrhage. Pt seen in clinic and was given medication. Tee and ramp study and left ventricle angiogram performed. The left ventricle angiogram showed no flow coming out of the outflow graft. A pump exchange is planned for the pt.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.